Event description:
It was reported that the handpiece continued to run on it's own during a surgical procedure. The case was completed successfully with another device. There was no medical intervention required. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the MFR for eval, and the reported condition of the device running on it's own was duplicated. Based on the investigation details, the likely cause was problems with the motor fed and failed e-box, which was replaced along with other components.